Event description:
User reported that the device fan motor becomes very noisy over time and has the potential to seize and go into an over temp mode. User also speculates about the potential risk for pt if this occurs in an oxygen rich environment, such as surgery.

Manufacturer narrative:
The returned unit was evaluated and found to be noisy. Additional investigation results indicate physical damage. The type of damage noted is typically the result of the unit being dropped. Regardless of the cause, there is no risk even if the motor were to seize. The motor is protected with three independent safety systems. The unit monitors motor speed and if it drops below a certain level, the heater is turned off to assure no heat build up from the heater. The motor has a self limiting thermostat internal to the windings. There is another thermostat placed near the motor that will trip if it detects excessively heated air. The concern about use in oxygen enriched environments such as surgery is further mitigated as this warming unit is not intended for use in operating rooms.